Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during ipg replacement (reference MFR. Report#1627487-2018-00896) the lead was tested in the or and the right side of the lead showed high impedance values. As a result, the lead was explanted and replaced with a new model. Postoperatively, effective stimulation was achieved and the issue resolved.